Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of xhibit telemetry central screens freezing. A power reboot of the system resolved the issue. No injury was reported.

Manufacturer narrative:
Spacelabs field service engineer retrieved log files from the xhibit central monitoring station. Spacelabs investigation found that there was no loss of monitoring as the patients were being monitored on an additional central station. By completing a hardware reset, the issue was resolved. Spacelabs considers this report complete and this particular issue is considered closed.